Event description:
It was reported that a vns patient's device could not be programmed. The programming wand's data received light did not appear. Troubleshooting did not resolve the issue. A new programming system has been sent to the site, and the pt is to return to the physician for a follow up visit. Good faith attempts to obtain the programming system for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.